Event description:
It was reported that the patient had a return of tremor in (B)(6) 2012. The patient had telemetry issues and it was determined that it was due to normal battery depletion. Battery was replaced in (B)(6) 2012. It was noted that the patient was not happy with the results and was reevaluated. The surgeon thought the lead may have been a little deep and not optimally placed. The patient was reprogrammed and that helped a little. Programming was an ongoing process to try to optimize the therapy. The surgeon planned to have a magnetic resonance imaging (MRI) performed to determine lead placement, but the date of the MRI was unknown at the time of this report. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension, product ID 3387s-40, lot # v383702, implanted: (B)(6) 2009, product type lead. (B)(4).